Event description:
Boston scientific received information that this product is scheduled for a system revision in the future due to infection. The device will be explanted and a new device inserted deeper into the pocket. There were no additional adverse effects reported. The device will be returned for analysis. Additional information was received that during a device replacement procedure, the implanted system was removed and replaced with laser extraction and implanted through the right subclavian vein. All leads, sub q-ray and the device were removed except the distal part of the 4471 rv-p/s lead was noted to be ripped in two pieces during the extraction. The system was successfully tested with and induced t-wave shock (1,1j) during the implant procedure and caused ventricular fibrilation which was terminated by the first shock with 31j. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.